Manufacturer narrative:
UDI #: n/a .

Event description:
The user is questioning the "no shock advised" announcement given by the device during a patient use event . The patient did not survive.

Manufacturer narrative:
(B)(4).